Manufacturer narrative:
Several good faith efforts were made to obtain additional information regarding customer resolution associated with this complaint, but there is no additional information available.support engineer were engaged and working with the distributor for further troubleshooting and resolution via escalation case, source ID: (B)(4). Final resolution is still ongoing and will be documented in the escalation case upon resolution. H3 other text : device not returned for evaluation.

Event description:
The customer contacted the customer care solution center and alleged that the monitor on the complaint device freezes when adjusting parameters and that the screen had frozen. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer contacted the customer care solution center and alleged that the monitor on the complaint device freezes when adjusting parameters and that the screen was frozen and requested support. It is unknown if the complaint device was in clinical use at the time of the event.

Event description:
The customer contacted the customer care solution center and alleged that the monitor on the complaint device freezes when adjusting parameters and that the screen was frozen and requested support. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
An additional information response was received on 26may2021 from the field. It was also confirmed that the complaint device froze when activating the respiration alarm. Patient information was also provided. H3 other text: pending additional infromation.

Manufacturer narrative:
An additional information response was received on (B)(6)2021 from the field. It was confirmed that the complaint device froze when activating the respiration alarm. Patient information was also provided . The complaint device was being returned to the manufacturer / customer service for inspection. No return dates have been provided for when the complaint device will be returned.

Event description:
The customer contacted the customer care solution center and alleged that the monitor on the complaint device freezes when adjusting parameters and that the screen was frozen and requested support.the device was in use on a patient. There was no report of patient or user harm.